Event description:
Patient reported that the adhesive pad did not stay attached to the body. The patient stated that this issue has happened approximately 5 different times with 5 different vgo devices within the same package. The patient discarded the vgo devices.